Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime test due to faulty sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's parent reported via phone call indicating that they lost confidence in the customer's insulin pump. The customer experienced low blood glucose levels. The customer's blood glucose level was 7.6 mmol/l at the time of the incident. There were no indication that insulin pump malfunctioned. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.